Manufacturer narrative:
Examination of the production records of the involved device did not reveal a deviation that may have contributed to the reported case. Based on device examination, the small pins that connect the screwdriver handle and shaft were disassembled. This may be the result of wear and tear (being a reusable instrument) or excessive force applied on the item. This report is submitted following an FDA inspection at the manufacturer facility.

Event description:
During implantation of a piccolo composite humeral nail and screws, the screwdriver handle detached from the screwdriver shaft. Another screwdriver was used.